Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator, right ventricular defibrillation lead, atrial lead, and left ventricular lead were removed due to infection. In addition, significant erosion was noted around the device. A new system will be implanted in the future once the patient has recovered. No additional adverse patient effects were reported.

Manufacturer narrative:
The explanted system was not returned to boston scientific. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.